Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. The use of a glenoid prosthesis in patients with a deficient rotator cuff could increase the risk of glenoid component loosening due to non-anatomic loading conditions." Concomitant medical product - md hybrid glenoid base 4mm, catalog#: 113954 lot#: 176780; biomet glenoid post, catalog#: pt-113950 lot#: 921020; biomet standard taper, catalog#: 118001 lot#: 739200; biomet stem, catalog#: 113631 lot#: 124980.

Event description:
Patient underwent a right shoulder revision approximately 6 years post-implantation due to a rotator cuff tear. The glenoid and humeral head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.